Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no unexpected dark screen noted.

Event description:
Customer responded to field notification letter regarding protruded drive support disk. Customer also stated that insulin pump's screen goes dark at times. Customer's blood glucose reading is 200 mg/dl. Advised customer not manipulate or push on the drive support cap while connected to the insulin pump. Advised customer that the insulin pump will need to be replaced. Nothing further reported.